Event description:
The customer reported to olympus, there had been an issue with the evis exera duodenovideoscope during an endoscopic retrograde cholangiopancreatography. The doctor had noticed that something was wrong with the scope and the distributor found out that the elevator wire on the scope was broken. Additionally, it was reported that switch button one (1) was not working and there had been third party repair on the bending section. The procedure was completed, however, it is unknown what device completed the procedure. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of a broken elevator wire.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of a broken elevator wire was confirmed. The forceps elevator wire was frayed. The device evaluation confirmed third party repair. The allegation of switch button one (1) not working was not confirmed. The bending section cover adhesive was chipped, the insertion tube was wrinkled and scratched, leakage was detected at the endoscope connector, the engage function of angulation knob was loose, angulation had freeplay and did not reach specified standards, the color ring was cracked and the universal cord was dirty. Deformation of the scope and electrical connectors caused water tightness to be lost, the fray of the elevator wire caused the raising angle to not meet specification and a worn forceps elevator lever caused the up/down knob to not lock securely. The investigation is ongoing. Additional information was requested regarding this event. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.